Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure, high, out of range pacing impedance was observed. During the lead revision, a new lead was unable to be implanted due to no access. The lead was revised and remains implanted.

Event description:
New information received notes that the patient appeared to be fine immediately following the procedure.

Event description:
New information received notes that the pacemaker-dependent patient presented for an rv lead revision due to elevated capture threshold and impedance. The lead was capped and replaced on (B)(6) 2019. There were no adverse events reported with this patient.